Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump has not been working even after receiving a new battery cap. Blood glucose level at the time of the incident was 344 mg/dl which was treated with manual injection. Blood glucose was 149 mg/dl at the time of the call. During troubleshooting, the customer stated they did not receive insert battery alert and display did not return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.